Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (1000.0 mcg/ml at 72.5 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported the patient had fluid in the pump pocket at examination on (B)(6) 2013. The clinical diagnosis was pocket seroma. The pump was explanted and replaced on (B)(6) 2014. The outcome was resolved without sequelae on (B)(6) 2014. The etiology of the event was noted as related to the device or therapy and possibly related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 28-jul-2017 indicating the catheter had been capped/surgically abandoned during procedure on (B)(6)2014. Surgical observation found a hole to be in the pump connector as of (B)(6)2014 but was later specified that the pin hole was 'located in portion of catheter with smaller diameter distal to the connector'. The etiology of the event was noted as related to the device or therapy and related to the implant procedure (catheter tract, pin connector head). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8709 lot# j0056599r implanted: (B)(6) 2000. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated at pump replacement, it was noted that the excess catheter in the pocket had been previously spliced with a connecting pin that connected the proximal (pump) catheter to the one-piece intrathecal catheter. The pin connector had created a pin hole distal to the pump connector. The catheter portion in the pocket was revised and spliced at the time of pump replacement. It was further reported the patient presented with increased weakness and drowsiness on (B)(6) 2014. The pump elective replacement indicator (eri) was less than 1 month. The pump was decreased 3% and the patient was sent to the emergency department for evaluation and pump replacement that occurred on (B)(6) 2014. The event required in-patient or prolonged hospitalization. The device diagnosis was possible pump over-infusion and the clinical diagnosis was oversedation. The etiology of the event was possibly related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated at pump replacement, it was noted that the excess catheter in the pocket had been previously spliced with a connecting pin that connected the proximal (pump) catheter to the one-piece intrathecal catheter. The pin connector had created a pin hole distal to the pump connector. The catheter portion in the pocket was revised and spliced at the time of pump replacement. It was further reported the patient presented with increased weakness and drowsiness on (B)(6) 2014. The pump elective replacement indicator (eri) was less than 1 month. The pump was decreased 3% and the patient was sent to the emergency department for evaluation and pump replacement that occurred on (B)(6) 2014. The event required in-patient or prolonged hospitalization. The device diagnosis was possible pump over-infusion and the clinical diagnosis was oversedation. The etiology of the event was possibly related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.